Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's garments were reportedly cutting into the patient's skin causing hm to bleed. The patient's body type reportedly contributed to the affected area. A zoll representative visited the patient and issued the patient a larger garment size. The medical outcome of the affected area is unknown.